Manufacturer narrative:
Approximate age of device: 2 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2010. It was reported on (B)(6) 2018 that the patient was admitted due to driveline infection on (B)(6) 2012 and was discharged on (B)(6) 2012. The patient was seen by infectious disease specialist and was treated with ciprofloxacin. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient has a chronic driveline infection that was being treated and suppressed with antibiotics. No current issues were reported. No alarms were reported. The patient remains ongoing on vad support. Device history records, including sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.